Event description:
Related manufacturer reference number: 2017865-2022-10067 / 2017865-2022-10068. It was reported that the patient presented to the emergency department. Upon review, the right ventricular (rv) lead exhibited loss of capture and the right atrial (ra) lead exhibited noise leading to oversensing and inappropriate mode switch. The ra and rv leads were explanted and replaced. During the new ra lead implant procedure, an insulation breach was noted on the connector side of the lead. The ra lead was not used, and a new lead was implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of the insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Visual inspection of the lead found multiple cut/damage on the insulation at the proximal region. The cause of the insulation damage was consistent with procedural damage.